Event description:
It was reported that the newer models of nasal gastric tubes did not have marking numbers indicating how far the tube had been inserted. There were just black marks thus leading to confusion if the tube was still placed in the correct spot. They were unable to find another ng tube on the website product list with number markings. Per follow up via email on 26nov2024, it was reported that the issue that they were facing was that bards tubes did not have clear markings. There were some small black markings, but they were too far spaced out to be safely used and there was not a number marking with the black lines. The caregivers swap out every 12 hours and to tell the next caregiver that the ng tube was 3 cm from the 3rd black line did not work because there was nowhere to chart something like that with their current emr. Their charting had them put how far the line was inserted. To figure that out, they would need to know how long the total line was, measure how much of the line was out of the patient and then subtract that from the total line amount. They had tried using tape or a marker to mark the insertion point but the tape moved with time and the marking from a marker or too easily erased. As a safety issue, the nurses were requesting that bard consider adding clear markings to the ng tubes. They had 3 that they order, 0046140, 0046160, 0046180.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review is not required because labeling could not have prevented the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the newer models of nasal gastric tubes did not have marking numbers indicating how far the tube had been inserted. There were just black marks thus leading to confusion if the tube was still placed in the correct spot. They were unable to find another ng tube on the website product list with number markings. Per follow up via email on 26nov2024, it was reported that the issue that they were facing was that bards tubes did not have clear markings. There were some small black markings, but they were too far spaced out to be safely used and there was not a number marking with the black lines. The caregivers swap out every 12 hours and to tell the next caregiver that the ng tube was 3 cm from the 3rd black line did not work because there was nowhere to chart something like that with their current emr. Their charting had them put how far the line was inserted. To figure that out, they would need to know how long the total line was, measure how much of the line was out of the patient and then subtract that from the total line amount. They had tried using tape or a marker to mark the insertion point but the tape moved with time and the marking from a marker or too easily erased. As a safety issue, the nurses were requesting that bard consider adding clear markings to the ng tubes. They had 3 that they order, 0046140, 0046160, 0046180.